Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 51 mg/dl in the morning and was currently high. The customer delivered a bolus via the pump to address the high bg and the customer did not report how the low bg was treated. No further information was provided about the high and low bg. Multiple attempts were made to obtain more information; however, the customer did not reply to the requests.